Manufacturer narrative:
The device was received and inspected. It appears that the first silicone dam is detached from its location. There were five email requests made for additional information and no information was provided on where the detached dam was located. This type of failure usually is an indication of excess force being applied to pass the shaver through the cannula. This failure can be attributed to user technique. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of 3500 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
At the moment when the shaver through the cannula, the diaphragm of the cannula is detached. The cannula was replaced for another one.